Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy with cholecystectomy surgical procedure, the medium-large clip applier instrument did not clip well. It was loose. The procedure was completed with no reported injury.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found to have one severely bent grip. A clip could not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.